Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device relate defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 26-year-old female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: negative for malignancy ,cervix with no diagnostic abnormality. No adnexal masses palpable on bimanual exam. Concurrent conditions included uterine bleeding, anemia and general anesthesia. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 1 year 5 months after insertion of essure, the patient experienced device expulsion ("essure migration into endometrial cavity"). On (B)(6) 2014, the patient experienced anaemia ("anemia"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (hysterectomy on (B)(6) 2014 and oophorectomy and salpingectomy on (B)(6) 2014) and surgery (ablation on (B)(6) 2012). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the device expulsion, anaemia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anaemia, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 26-year-old female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: negative for malignancy ,cervix with no diagnostic abnormality.no adnexal masses palpable on bimanual exam. Concurrent conditions included uterine bleeding, anemia and general anesthesia. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful secxual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 1 year 5 months after insertion of essure, the patient experienced device expulsion ("essure migration into endometrial cavity"). On (B)(6) 2014, the patient experienced anaemia ("anemia"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (hysterectomy on (B)(6) 2014 and oophorectomy and salpingectomy on (B)(6) 2014 and surgery (ablation on (B)(6) 2012). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the device expulsion, anaemia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anaemia, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-nov-2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  menorragia, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 26-year-old female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful secxual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 1 year 5 months after insertion of essure, the patient experienced device expulsion ("essure migration into endometrial cavity"). On (B)(6) 2014, the patient experienced anaemia ("anemia"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (hysterectomy on (B)(6) 2014 and oophorectomy and salpingectomy on (B)(6) 2014) and surgery (ablation on (B)(6) 2012 essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the device expulsion, anaemia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anaemia, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  menorragia, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter, lab data, essure lot number (927077), events abnormal vaginal bleeding, menorrhagia, essure migration into endometrial cavity, anemia, dysmenorrhea and dyspareunia added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.